Event description:
It was reported that the patient underwent a gynecological procedure in or about 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat an uterocervical prolapse, a cystocele, a rectocele, an enterocele and stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection and urinary problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).